Manufacturer narrative:
H10: the device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a treatment with an ak 96 machine, an excessive fluid removal of 0.7 l was observed. Reportedly, after 2 hours and 17 minutes of treatment the patient presented with dizziness and the blood pressure (bp) was 80/50 mmhg. Ultrafiltration was stopped and blood flow rate was slowed down. The patient continued treatment and after 4 hours, when treatment was completed the patient bp was 90/60 mmhg ,and the patient complained with dizziness and discomfort. The symptoms were relieved after resting in bed for 30 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.